Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her mother's onetouch ultramini meter was prompting an unknown error message when she was attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the reporter stated the alleged issue began. The reporter stated the patient uses oral medications (unknown type and dose) to manage her diabetes. The reporter stated the patient made no changes to her diet, activity level or medications on the day of the alleged issue. The reporter denied the patient developed any symptoms due to the alleged issue. The reporter stated on (B)(6) 2012 at 1:00am, the patient was seen by emergency medical services and her blood glucose was measured on their meter, and a result of "89mg/dl" was obtained, and glucose tablets were administered. It is unknown if the patient went to the hospital and if she was treated for an acute complication of diabetes. The cca was unable to troubleshoot the issue due to the reporter not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the reporter claimed the patient could not test on her meter, therefore required assistance from a healthcare professional for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.